Event description:
On 4/12/95, nursing agency went to pt's home to set up and start feeding pump. On 4/13/95 at 1:13 am, alarm on pump went off. Nursing agency instructed the caregiver on how to reset total volume. Four cans were added at this time. At 3:30 am, caregiver discontinued feedings. At approx 8:00 am, caregiver restarted feedings. Around noon pt began vomiting and the tube would not flush. Feedings were discontinued. Around 1:00 pm, nurse arrived for regularly scheduled visit. Nurse instructed caregiver if pt's condition deteriorated anymore to call ambulance. Nurse left pt's home at 1:41 pm. Ambulance was called to the pt's home at 4:34 pm. At 4:46 pm, nursing agency had a message from the ambulance emt that pt had expired. Cause of death is uncertain. On 4/18/95 pump was picked up by the medical supply co where pump was leased. Medical supply co performed diagnostic test to establish if pump was functioning correctly. Pump was found to be functioning properly. On 4/19/95, dist was notified of death.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.